Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a laparoscopic gastroplasty procedure, after five shots, the stapler did not work any more and did not cut the fabric anymore, leading to a loss of two loads. They replaced the device to complete the case and resolve the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the load was partially fired, just after the second load. Due to the repetition of the problem, the device was changed. The blade and the clamps were partially activated and stopped without damage to the patient's tissue.